Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. Since the product was not returned the reported event could not be confirmed. However, an investigation was performed by the legal manufacturer based off of the information provided. 1. A review of the IFU was performed and it was confirmed the IFU gives instruction to the user in the situation when a light source has become defective. 2. A review of the DHR was performed and there were no issues found within the record associated to the reported event. 3. A review of similar complaints only revealed one additional complaint of this type. Olympus will continue to monitor. Conclusion: a root cause could not be definitively identified. It is surmised that the reported event may have come as a result of the life of the lamp. If lamp fails to light, and e103 fault occurs and the emergency light turns on.

Manufacturer narrative:
The device has not been received by olympus for evaluation. Olympus is attempting to follow up on the return of the device. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the clv-190 is producing an error code e103 and showing an 'weird' color on the screen. There was no report of any patient harm associated to this report. Olympus is attempting to gather additional information related to this report.